Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, specifications, IFU, quality control and visual inspection of the returned device was conducted. Visual inspection of the returned device noted, a used/damaged kcfw-6.0-38-70-rb-raabe sheath with a partially inserted dilator. The distal end of the returned sheath tubing was frayed and had exposed coil exiting from the sheath. Also, elongation was noted on the sheath tubing. It was reported that the sheath had separated into two pieces; only one segment of sheath tubing was returned. The returned tubing was measured to be 57.5 cm. Per dwg_60049 v. 33 [check-flo introducer set 9.0fr and smaller], the sheath has a specified length of 70 cm +/- 8 mm. Therefore, ~ 12 - 13 cm of tubing had separated within the patient. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. No similar complaints have been reported for this lot number. The following are examples of patient conditions which could contribute to material separation: patients who have extensive scarring in the area where the devices are introduced, patients with highly tortuous blood vessels, patients with highly stenosed or occluded blood vessels, patients with a steep or tight aortic bifurcation, and patients with heavily calcified blood vessels. All of these anatomical factors can increase the forces to which the device is subjected during use, thereby increasing the chances that the device can be damaged during use. However, pre-existing patient conditions were not provided for this event. Requests for additional information were sent to the dm. The dm indicated that she had tried to gather this information from the customer, but she did not receive a response. Based on the information provided, a definitive root cause is not determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported that during a leg intervention using a flexor raabe guiding sheath, the sheath sheared in two (pieces) as the physician was removing it. A dilator was inserted into the lumen of the sheath prior to removing it. The distal portion of the sheath remained in the groin and was removed during emergency surgery. It was unknown if the patient's anatomy was torturous or calcified. The district manager stated that he was informed by the user facility that the patient was doing fine.

Manufacturer narrative:
Measures have been conducted to address this failure mode.